Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising rv impedances and short interval counts (sic). No inappropriate shocks were delivered. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: ela bs 45 lead, implanted: (B)(6) 1998; a 4194 lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met. The analyst noted: 91 of 98 lifetime v-sic are recorded beginning (B)(4) 2014. Lead integrity alert (lia) triggered on (B)(4) 2014 due to meeting the requirements for nst and v-sic. There are 4 ¿lfp¿ events of <(><<)> 220 ms v-v cycle recorded between (B)(4) 2014.